Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed passed. A receiver boot test was performed and failed due to white screen display. Pictures were taken. Functional tests were performed and failed the lcd, display pattern, and button tests. An internal visual inspection was performed and failed due moisture damage. Pictures were taken. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective lcd component. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.